Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call sensor anomaly. Customer advised the sensor was inserted but the sensor cannula would not retract. Customer received a lost sensor alarm when connecting to the transmitter. Customer advised they removed the sensor and there was no cannula. Customer was advised the sensors would be replaced.